Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from the fill port. This was observed prior to patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to g3: g3: date received by MFR: the original complaint date received by MFR is 09/25/2025. Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between february 14, 2025 ¿ february 15, 2025. H11: the device and photo sample were received for evaluation. Visual inspection of the returned sample and photo sample did not identify any abnormalities that could have contributed to the reported condition. Functional testing using tap water was performed, and a top weld seal defect and leak was observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to variations in the manufacturing equipment weld process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.